Manufacturer narrative:
No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a micl12.1, -9.0 diopter, implantable collamer lens, was implanted into the patient's left eye (os) on (B)(6) 2018 as a replacement lens. At 3 month post-op exam, the patient was 20/20 udva, with a pi +0.25x075 (os), and a 2+ vault. The pupil was minimally reactive at 6-7mm. Patient's complain is with intermediate and near vision after long days. Patient has chosen not to explant the lens. Pilo 1% and lumify of minimal help.

Manufacturer narrative:
(B)(4).